Manufacturer narrative:
The pad device was installed on (B)(6) 2009, and operated successfully until (B)(6) 2012. On this date, the device failed a weekly self test due to a low battery. A new pad-pak was inserted on (B)(6) 2012, and the device operated successfully until (B)(6) 2012. After this date, multiple events of 10 minutes duration would indicate the device is switching itself on automatically. The problem with the device was attributed to a fault in the membrane. The device failed a self test due to a low battery, which triggered the battery management system. The pad pak, which contains electrodes and batteries, is labelled for single use, but the samaritan 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected, could result in the battery becoming depleted.